Event description:
It was reported that there was a "possible device malfunction" on latitude for the subcutaneous implantable cardioverter defibrillator (s-ICD). Technical services (ts) accessed latitude and found that a battery depletion (bd) alert. Ts confirmed through data analysis that the device power consumption was increasing and recommended the device be replaced within 90 days. The device remains in use. No adverse patient effects were reported.

Event description:
It was reported that there was a "possible device malfunction" on latitude for the subcutaneous implantable cardioverter defibrillator (s-ICD). Technical services (ts) accessed latitude and found that a battery depletion (bd) alert. Ts confirmed through data analysis that the device power consumption was increasing and recommended the device be replaced within 90 days. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported.